Event description:
Endoscope cleaning brush broke off and was left in scope undetected during cleaning process. Scope used on another patient. Physician concerned about contamination. Required patient to undergo additional testing including hiv, hep c.